Event description:
It was reported that the customer experienced low blood glucose of 29 mg/dl. Customer's mother did not have additional information. It was also reported that the screen on the insulin pump went blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. Customer's mother could not inspect the contacts on the battery cap and the battery compartment for damage as the customer was not present with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.